Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the ICD had stored multiple ams (automatic mode switching) episodes attributed to far-field sensing. The device was reprogrammed. The patient was reportedly doing good.